Event description:
It was reported that the pump touchscreen was frozen and unresponsive. The customer's blood glucose(bg) was high, however a specific value was not provided. A manual injection was administered to address bg level. The pump was reset to resolve the issue, however, the issue ultimately recurred. Reportedly the customer reverted to manual injections for insulin therapy.